Manufacturer narrative:
(B)(4). Unit received has a crack on the battery tube which extends to the top where the battery threads are located. Also the thin plastic strip above the liquid crystal display screen is missing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack in case. Customer blood glucose level was unknown. The device will be returning for analysis.